Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the down button was intermittently unresponsive. Contamination was found underneath the contrast, up, and down buttons. Unrelated to the keypad, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the down button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.